Event description:
The pt experienced a loss of therapeutic effect and stimulation sensation following a fall. It was noted that she fell "all the time" due to her fibromyalgia and had stopped feeling her stimulation months ago. She was at home and re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).